Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. Part of the optic containing one haptic was not returned. No damage was observed to the haptic attached to the returned optic portion. The returned optic portion was crushed against the well area wall. The lens was cleaned with klrp. The optic also had gouges and cracks on the posterior surface. The returned lens matched the provided photo. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. Associated products were not provided. It is unknown if qualified associated products were used. The company lens is only qualified for use with the company ii a cartridge. The root cause for the reported defective haptic could not be determined. Only part of the lens was returned. Optic damage was observed. No damage was observed to the attached haptic. It cannot be determined if the other haptic was damaged. It is unknown if qualified associated products were used. The company lens is only qualified for use with the company ii a cartridge. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported with a description of intraocular lens (iol) foot/haptic was defective. Additional information has been requested.